Event description:
The patient underwent an ablation for atrial fibrillation. After the procedure, it was reported that the rate responsive pacing was too high, therefore the rate response feature was turned off. However, the patient is chronotropic insufficient and needs rate responsive pacing. The patient is currently at the hospital waiting for a solution. Preliminary analysis results did not confirm whether the reported event was due to a physiological behavior or not. Recommendations were provided on (B)(6) 2017 to perform additional tests to check the functioning of the sensors. If an abnormal behavior is observed by testing the sensors independently when the patient is at rest, a hardware reset procedure was recommended to attempt to restore normal behavior of the sensors.

Manufacturer narrative:
Reportedly, during the follow-up performed on (B)(6) 2017, additional tests were performed to check the functioning of the sensors. The sensors were tests independently and then simultaneously, and no abnormal behavior was observed. The reported behavior was confirmed by the analysis of the provided programmer files. Consequently, the hardware reset procedure was not performed and the pacemaker was kept implanted without any further actions.

Event description:
The patient underwent an ablation for atrial fibrillation. After the procedure, it was reported that the rate responsive pacing was too high, therefore the rate response feature was turned off. However, the patient is chronotropic insufficient and needs rate responsive pacing. The patient is currently at the hospital waiting for a solution. Preliminary analysis results did not confirm whether the reported event was due to a physiological behavior or not. Recommendations were provided on (B)(6) 2017 to perform additional tests to check the functioning of the sensors. If an abnormal behavior is observed by testing the sensors independently when the patient is at rest, a hardware reset procedure was recommended to attempt to restore normal behavior of the sensors.

Event description:
The patient underwent an ablation for atrial fibrillation. After the procedure, it was reported that the rate responsive pacing was too high, therefore the rate response feature was turned off. However, the patient is chronotropic insufficient and needs rate responsive pacing. The patient is currently at the hospital waiting for a solution. Preliminary analysis results did not confirm whether the reported event was due to a physiological behavior or not. Recommendations were provided on (B)(6) 2017 to perform additional tests to check the functioning of the sensors. If an abnormal behavior is observed by testing the sensors independently when the patient is at rest, a hardware reset procedure was recommended to attempt to restore normal behavior of the sensors.